Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was faded out. The customer¿s blood glucose level was unknown at the time of the incident. Insulin pump had flashing display. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test and self-test. No missing segments/partial display or display anomaly was noted.